Event description:
Pt was reclining in chair. The chair tipped over backwards. Pt may have hit his head against the wall. The event was not witnessed. All of these chairs have been taken out of service. Nursing staff sat in the chair, reclined it and found that by lifting their buttocks off of the chair approx three inches they were able to cause it to fall backwards.